Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This device is an investigational product. A full UDI string is currently unavailable at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that atrial fibrillation occurred. Following a pulse field ablation procedure completed using farawave and farapoint catheters, patient was admitted to hospital. Electrocardiogram was performed, atrial fibrillation and low qrs voltage in precordial leads, possible prior anterior myocardial infarction were identified. Tikosyn initiation was given to resolve the issue. The patient was discharged three (3) days post hospital admittance.